Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of oversensing and egm display anomalies on the transmission. Technical support was contacted and the suspected cause of the event was electromagnetic interference. No intervention has been performed and the patient was stable and will continue to be monitored.